Event description:
A laboratory technician was splashed in the eye after removing waste tubing, to clear out a visible obstruction, from the back of architect c8000 analyzer. It was indicated that the technician was not wearing protective eye wear. She was taken to the emergency room to have her eyes flushed. The technician had routine bloodwork performed as part of their internal procedures. The technician returned to work the same evening. No other treatment was provided.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, review of the instrument by an abbott field service engineer (fse), a review of instrument history, a search for similar complaints, and a review of labeling. The abbott fse evaluated the instrument and cleaned out the upper waste manifold, lower waste manifold, and the lower waste tank as precautionary measures. Review of the instrument service history did not identify any other issues that may have contributed to the current event. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. A review of architect system operations manual advises the operator to wear protective clothing. Based on the available information no malfunction and no product deficiency of the architect c8000 analyzer, list number 06c37, were identified.